Manufacturer narrative:
The t:slim user guide states that reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer receive multiple occlusion alarms. The customer's blood glucose (bg) was 662 mg/dl with ketones and a correction bolus was delivered in an attempt to lower the bg level. The next day ((B)(6) 2016) the customer was admitted to the hospital for diabetic ketoacidosis and was treated with an insulin drip. The customer indicated that the cartridges are reused. The customer was discharged on (B)(6) 2016 and was feeling better.